Event description:
The lead was returned and analyzed. Product analysis summary: the reported high impedance condition was vertified during analysis. A break in the unmarket quadfilar coil was identified at the electorde bifurcation area. Electron microscopy verified the break in the quadfilar coil as having significant pitting to the point that the fracture mechanisms could not be determined. It is believed that stimulation was present for a certain period of the time as evidenced by the presence of severe metal pitting on the broken quadfilar coil wires. No other obvious anomalies were noted. The setscrew makrs found on the lead connector pin showed evidence that mechanical and electrical connection was present. Based on the product analysis findings, there is evidence to suggest the identified lead discontinuities would have contributed to the stated complaint of high impedance during a normal mode or system diagnostic test. The concomitant (pulse generator) device was also returned and analyzed. Product analysis summary: there were no allegations of a device malfunction. No evideince of malfunction was noted. No anomalies having an adverse effect on device performance were identified. The generator is operating within the MFR's final electrical test specifications. The reported high impedance event was likely due to a broken lead. The cause of the broken lead is unknown. Possible causes of a broken lead include: 1) mechanical failure; 2) implant technique (use of suture; no strain relief); 3) "twiddler" (twisting of the lead); 4) violent seizure; or 5) physicial injury/accident.

Event description:
Manufacturer received device tracking info indicating that pt underwent vns therapy system replacement surgery due to high lead impedance condition. Both the lead and generator were replaced. Further follow-up revealed that the lead was replaced due to high lead impedance that was noted during device diagnostic testing over a year before the surgery date. No adverse event was reported in conjunction with the high lead impedance condition. Treating neurologist indicated that he was not aware of the pt experiencing any injury or trauma that may have damaged the ncp system nor was he aware of any pt manipulation of the device through the skin. Lead break is suspected.